Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic deep rectum procedure, the surgeon could not squeeze the handle after pressing the green button it happened on 5 handles, but all the reloads were used successfully during the operation, with a new handle. The procedure was completed with no further issue. There was no patient injury.